Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v872640, implanted: (B)(6) 2012, product type: lead. Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study reported the patient's device worked very well for her until she attended a rodeo at a correctional facility and went through security. The device was interrogated and there were no detectable malfunctions. The patient's history was then complicated by a profound weight loss which had been corrected and her weight was back up to baseline. After interrogating the patient's device it was noted it was off; it was difficult to determine when the battery turned off because her battery life had completely run out. It was possible she had gone several months without the device working and it just recently turned off. The event was considered resolved without sequelae. The clinical diagnosis indicated the patient's symptoms were controlled. Indication for use was reported as urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was unclear when the patient went through the security gate, when the device was interrogated and found to be off, and when it was determined the device was at end of life. No troubleshooting or actions were reported regarding the event. Follow up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient's battery was completely discharged. The device was interrogated and it was noted the leads were fine and the battery was low. The patient wished to keep the device off for now and therapy was suspended. The event outcome was updated from resolved without sequelae to ongoing. The clinical site also removed the following information: the patient's device worked very well for her until she attended a rodeo at a correctional facility and went through security. The device was interrogated and there were no detectable malfunctions. The patient's history was then complicated by a profound weight loss which had been corrected and her weight was back up to baseline. The clinical diagnosis indicated the patient's symptoms were controlled. Follow up is being conducted to clarify if the information removed from the event did not occur.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp), via a manufacturer representative, reported the patient turned off her device manually due to a shocking sensation she received when going through the security gate.